Manufacturer narrative:
The unit was not returned for investigation at the time of this report. Our investigation with hospital staff revealed the following additional information: the procedure was long in duration (8 hours), and towel rolls were used to position the patient even though use of towel rolls with this product is not recommended in the product directions because of the risk of pressure injuries. The site described the injury as a reddened area with weeping blisters with a 4" wide by 12" long deep red "sunburn" area between the scapula (where the shoulder roll had been). There was a 3" x 1.5" blistered, open weeping wound on the right scapula. Topical treatment was given and no further complications were reported. The site agree that pressure is a factor and mentioned that betadine prep may be an issue as well, but minorly so.

Event description:
A user facility medwatch form dated 1/31/2006 was received by kimberly-clark on 2/21/2006. The report stated the following for the date of a week prior to original date. "The patient underwent a pulmonary valve replacement surgery lasting approx. 8 hours. During the procedure, the patient was placed on the patient warming system. After the procedure, it was noticed on the floor that the patient suffered burns between the scapula areas requiring medical treatment." Kimberly-clark corporation has no first hand knowledge of the allegations but are relaying information received from outside sources pursuant to federal regulations.